Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The lead was diagnostically imaged prophylactically. Externalized conductors were noted. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were observed at 7.8-9.9cm from the tip electrode. The etfe coating was intact at this location.